Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) shut down the station, unplugged the pyxibus cable from the affected drawer, and restarted the unit. After confirming the medication application (medapp) was launched successfully, the station was shut down again, and the pyxibus cable was reconnected. A final restart confirmed the medapp launched without errors and the drawer failure was resolved. The drawer was tested and functioned correctly and the customer verified by inventorying medications in the drawer pockets, which opened without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5 was failed, not detected on bus and unable to recover. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.